Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The hypotube was separated 52.5cm from the hub. The separated ends of the hypotube were ovaled indicating the hypotube was kinked prior to separating. There were numerous kinks. The balloon was tightly folded.

Event description:
It was reported that shaft break occurred. The target lesion was located on a coronary artery. A 4.0mm x 8mm quantum maverick balloon catheter was selected; however, shaft break was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located on a coronary artery. A 4.0mm x 8mm quantum maverick balloon catheter was selected; however, shaft break was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.